Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead has perforated the heart at the apex. The lead was reporting high thresholds and diminished r wave sensing. The physician pulled the lead back from outside the heart into the ventricle and placed it on the septum. The physician then re-positioned the rv lead. After the lead was revised the patient had a pericardial effusion and the pericardium was successfully drained. No further patient complications have been reported as a result of this event.